Event description:
It was reported that during an infusion of total parenteral nutrition, pt's blood started to back up the intravenous set. The infusion was stopped, the pump turned off, but pt's blood continued to back up the intravenous set. The intravenous set was changed with no resultant pt complications.